Manufacturer narrative:
Device evaluated by MFR: analysis revealed that there were no anomalies with the device and it passed all laboratory tests. The tecothane acts as a shell during manufacturing to stack the connector components and make the welds. Once this is complete, the entire area is filled with the lsr. The lsr bonds well with the metallic and other rubber components. It, however does not bond well with the tecothane. This causes a tight, but not bonded fit. Body fluid in this space is not of concern because all of the electronic components are still completely sealed in the lsr and never caused any performance issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the header block of the ipg appeared to take on fluid after going into chest pocket only one time. When pressing down on the header block it looked like there may have been a small area where air bubbles appeared along the silicone/metal junction. Impedances checked out fine, but the physician was concerned about the abundance of fluid that had entered the header in such a short amount of time. A new implant was opened and used. The ipg was wiped down several times and they could not figure out how the fluid had entered the ipg. The issue had resolved with a new ipg and the other ipg would be sent back for analysis. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.